Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited loss of capture due to dislodgement and the lead tip had migrated to the distal apex of heart. It was noted that the patient experienced dizziness. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.